Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a minute ventilation (mv) over sensing event. According to field representative, the replacement is not planned, they turned off mv senser and decided to continue to monitor the patient. They believe that mv oversensing is related to the non-bsc device. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a minute ventilation (mv) over sensing event. The lead remains in service. No adverse patient effects were reported.